Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue and purple pixels around the treatment area. This occurred at the end of the last ablation. The user did not lower the laser power nor let off the foot pedal once the blue pixels were witnessed. The surgeon finished the treatment and was not concerned. It was noted that the physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.